Event description:
It is alleged that during a lab the clip was loaded into the clip applier, then the clip applier was put into the cannula and loaded into the sterile adapter. As the sterile adapter engages the clip applier, it reportedly spins the shaft and jaws around and drops the clip out.